Manufacturer narrative:
Advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no lock. Device testing could not be completed due to no lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's allergic reaction has reportedly resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage in the silicone overmold on the top and bottom covers. These are believed to have occurred during revision surgery. In addition, the antenna was found severed. The photographic imaging inspection confirmed a severed antenna coil. System lock could not be performed due to the antenna condition. The no lock condition prevented some of the electrical tests from being performed. The device passed electrical and mechanical tests performed. The scanning electron microscopy analysis of the antenna revealed the damage appears to be due to a shear force or sharp object. This device passed the electrical tests performed. After careful review of the complaint, and analysis of the device it was determined the reported complaint of loss of lock could be attributed to the severed antenna; however, the source of the damage to the antenna could not be verified. As a result, the root cause of the damage is inconclusive. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.